Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-feb-2026, a sales representative reported via (B)(4) that the ar-9236-02pp univers vaultlock glenoid trial had pieces fragment during a case and were retrieved. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-9236-02pp glenoid trial, batch s568gt000, was received for investigation. Visual evaluation noted that the side post was fractured. The most likely cause for the reported failure is attributed to wear and tear damage sustained over time in the field. The manufacturing date is 2023. The complaint allegation is confirmed. Refer to the investigation photos.